Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because the device history record review indicated that the product was processed and released according to the product¿s acceptance criteria and a sample was not returned for evaluation, the exact root cause for this complaint is unknown. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received in a syringe for evaluation. The returned samples were visually inspected and all three samples were found to be non-conforming with a septum that is not closed completely (overlapping) and damage to the septum. The samples were not functionally tested for leak test due to the damage of the samples. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause for this complaint is unknown, however a possible contributing factor related to the manufacturing processes of the valves have been identified. An investigation has been completed and actions have been implemented in order to improve performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the valved cannula leaked during a procedure. There was no patient harm.